Event description:
Nurse started chemo infusion on a patient and when she went to double check how the infusion was going she noticed that both the primary and secondary bags were dripping at the same time despite the fact that the secondary was elavated higher than the primary. Patient received the drug in the correct timeframe and no harm was done to the patient. Nurse was not able to save packaging for this incident.